Manufacturer narrative:
Initial reporter: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint #(B)(4).

Event description:
It was reported that after approximately a week of intra-aortic balloon (iab) therapy, there was a "iab optical sensor failure". The hospital staff transduced the inner lumen, and the arterial pressure indices were able to be read. The fiber optic connector was disconnected from the intra-aortic balloon pump (iabp) to resolve the alarm. There was no patient harm or adverse event reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5) complaint record ID #(B)(4).

Event description:
N/a.

Manufacturer narrative:
Updated field(s): sex, date of birth, age at time of event / age units (patient). Additional reporter: hester randle, department administrator. Device evaluation: the iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. The sheath was not a maquet product. The extender tubing was also returned. A kink was observed on the catheter tubing approximately 75.9cm from iab tip. Additionally the optical fiber was found to be broken within the membrane approximately 22.9cm from iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record ID # (B)(4).